Manufacturer narrative:
This pad was severely bunched/crushed. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.

Event description:
Complainant alleges lying on a heating pad in bed for over two hours and awoke to burning smell. Heating pad had melted and damaged bedding. Claims 2 hour auto-off did not work. No injuries were reported with this incident.